Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a pocket revision on wednesday due to return of symptoms of urinary incontinence. Patient reported that they had a pocket revision to place the ins deeper because when it was first implanted, it was really close to their skin and since then she had gained about (B)(6), and ins started hurting and had moved. No further patient complications were reported as a result of this event.